Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient. After the deployment of the device it was noted on echocardiogram imaging that there was a pericardial effusion. The physician placed a pericardial drain to remove any additional fluid that was accumulating. The drain was left in place and the procedure was then completed with the release of the closure device from the core wire. The closure device was successfully implanted in the laa of the patient.